Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. (B)(4). The user facility evaluated the device and identified a faulty gas delivery engine as the most likely cause in this alleged event. The user facility was shipped a replacement gas delivery engine to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine for eval. As of (B)(4) 2015 the alleged faulty gas delivery engine has not been received. Should the alleged faulty gas delivery engine be received and evaluated, a follow up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "(Name removed) called in for contract part gde (gas delivery engine) this one the fio2 is out of range and the blender will not cal. Blender failed during performance checks not on a pt."

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2014. The information for this follow-up report was noted on 10/27/2015. Failure analysis: avea gde p# r16222 s/n (B)(4) was received for investigation. The gde assembly was installed onto gde test fixture and was configured for fio2 testing per ts 91157 section 4.6 and verified fio2 inaccuracies at all fio2 setting the readings were 5%-8% higher than set fio2. The regulator/o2 relay adjustment was then measured and found both regulator and o2 relay calibration out of specification. The air regulator was set 0.2psi over specification and the o2 relay was > -2.0cmh2o out of specification. After adjusting the reg/relay balance back into specification the fio2 reading at all setting are now within 1%, both monitored and external, of set fio2. The assembly was then left to cycle for 1 hour and did not find any drift after recalibration. Issue isolated to an improper calibration of the air regulator/o2 relay assemblies. Findings/root-cause: improper field calibration of o2 relay and air regulator balance. Information redacted from initial MDR, submitted in error.